Event description:
The subject device was implanted in 1999 due to a broken clavicle which occurred from a fall on 5/17/1999. The device was found to have been broken on 7/3/1999 when the pt was reaching for something. Another surgery was performed in 1999 in which the device was removed and replaced with another device.